Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during drain 3 of 4. The patient was connected. The patient stated they received the se that morning and could not figure out what to do so they ended therapy and threw away the supplies. The baxter technical service representative (tsr) explained the alarm and informed the patient of the possible causes. The tsr reviewed proper procedures per the user manual with the patient. The patient would resume therapy at their regular time that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they were able to resume therapy the next night with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.